Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.